Manufacturer narrative:
Pt weight requested but not available at the time of this report. System tested by medtronic employee, issue could not be duplicated.

Event description:
Medtronic employee reported during a cranial tumor resection of a posterior occipital brain tumor using the stealthstation s7 system the surgeon nicked or breached the torcula of the sagittal sinus which bled. The surgeon was able to stabilize the bleed and proceed with the rest of his tumor resection. He did not abandon navigation use and the rest of the case went as planned with occasional use of the navigation. Post operation the pt was reported to be fine.